Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) pacing impedance measurements of greater than 2000 ohms, and loss of rv capture. No asystole was noted. A lead replacement was planned for the future. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated a surgical revision was performed and the patient's rv lead was cut and explanted, and this device was explanted as well. The lead was not tested via the pacing system analyzer (psa) during the revision. No additional adverse patient effects were reported.